Event description:
Pt admitted to hospital for revision of left total hip arthroplasty and incision debridement left thigh wound with layered closure left wound secondary to mechanical failure and discoloration of custom left total hip arthroplasty.